Event description:
It was reported the patient's blood glucose level rose above 250 mg/dl while wearing the pod between 5 and 24 hours. When the pod was removed from the infusion site (leg), the pod's cannula was found bent. The pod was not adhering well and the patient felt pain when administering insulin. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria.